Event description:
It was reported that during the implant attempt, the lead showed high thresholds and impedances ranging from 1200 to 2200 ohms. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed).